Event description:
Event update: after further review of provided documentation, there was a revision of an unknown accolade stem to a restoration modular stem for unknown reasons. There is no information regarding the trident cup that was in situ. Revision. Primary trident cup and accolade stem. It is only known that the stem was revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.